Event description:
During incoming inspection at our affiliate's factory, the associate observed the pump fan was not functioning as expected. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.